Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. The patient was on eliquis. A black thrombus was observed in the three-way stopcock, and a reverse blood flow could not be pulled. Heparin was administered when the sheath was inserted. The device was replaced, and the procedure was completed successfully. No further patient complications occurred. The device is not expected to be returned for analysis. Since there was no history of thrombosis and the procedure was performed normally, the physician believe that the sheath was the cause and hence the sheath was replaced and other sheath flushing was performed.